Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ integrated holder the non patient needle separated from the holder hub. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "after collection, the non patient needle was separated and trapped in the tube."

Manufacturer narrative:
H6: investigation summary : bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for non-patient (np) cannula separation with the incident lot was observed. Additionally, 5 retention samples from bd inventory were evaluated by functional testing, each used to draw 5 vacutainer tubes with horse blood, and the issue of np cannula separation was not observed. Bd was not able to determine a definitive root cause for the np cannula separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ integrated holder the non patient needle separated from the holder hub. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "after collection, the non patient needle was separated and trapped in the tube."